Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced rear case for broken bottom release latch, bezel for broken at lower hinge. Based on the findings, service determined that the probable root cause of the reported issue was due to the mechanical failure of the lvp mech assembly. A review of the device history record showed the device had a manufacture date of 09mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced rear case for broken bottom release latch, bezel for broken at lower hinge. Received software 9.33. As found sw 9.33. As left ver 9.33. Tested preventive maintenance ok. A review of the device history record showed the device had a manufacture date of 09mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to the mechanical failure of the lvp mech assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is still pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.